Event description:
It was reported that the patient experienced an increase in pain; in addition, surgical observation performed on (B)(6) 2011 indicated lead migration. The patient's leads (lot#: v326702032 and lot#: v294269028) were replaced and the patient recovered without sequelae on (B)(6) 2011. The leads were disposed of according to biohazard instructions.

Manufacturer narrative:
Product ID: 3778-60 lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: lead product ID: 3778-60 lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: lead product ID: 37752 lot#: serial#: (B)(4), implanted: explanted: product type: recharger product ID: 37743 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient product ID: 3708120 lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: extension product ID: 3708120 lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: extension. (B)(4).